Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was difficult to inflate during the pretest.

Event description:
It was difficult to inflate during the pretest.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Evaluation found that the returned catheter was able to be inflated without difficulty. The catheter was dissected and found no conditions that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "(6) insert catheter into urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."